Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred when the cassette was removed from the cycler during the previous treatment. Fluid was observed leaking from the bottom of the cassette door. Prior to finding the fluid leak, there was a ¿heater bag not detected¿ alarm that occurred. It is unknown if the patient was able to complete their treatment. The contact stated they have received several ¿heater bag not detected¿ alarms lately and they often have to re-setup the cycler in order to clear the message. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak is unknown, and it is unknown at which point in therapy the leak may have begun. However, it was confirmed the patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. There was no reported patient injury or harm due to the event. The cycler set is not expected to be returned for manufacturer evaluation. Additional information was requested, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred when the cassette was removed from the cycler during the previous treatment. Fluid was observed leaking from the bottom of the cassette door. Prior to finding the fluid leak, there was a ¿heater bag not detected¿ alarm that occurred. It is unknown if the patient was able to complete their treatment. The contact stated they have received several ¿heater bag not detected¿ alarms lately and they often have to re-setup the cycler in order to clear the message. The patient was in an unknown phase of treatment when the alarm occurred. The cause of the leak is unknown, and it is unknown at which point in therapy the leak may have begun. However, it was confirmed the patient was connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. There was no reported patient injury or harm due to the event. The cycler set is not expected to be returned for manufacturer evaluation. Additional information was requested, however, to date a response has not been received.